Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient was overriding dosage recommended by bolus calculator). (B)(4).

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) read high on the meter with increased thirst, headache, nausea, abdominal pain and large ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and all settings were correct. Troubleshooting indicated that the patient was overriding dosage recommended by bolus calculator. This complaint is being reported because the patient allegedly experienced a bg excursion as a result of use error in not using the cartridge per its instructions for use.

Manufacturer narrative:
(B)(6).